Event description:
It was reported that this right ventricular (rv) lead had loss of capture. An xray was completed but no issues were visible. It is suspected of the cause to be a micro dislodgement or a possible lead perforation. The lead was revised successfully. No additional adverse patient effects were reported.